Manufacturer narrative:
The subject device was returned to olympus for evaluation. Olympus confirmed the subject device, and found there was abnormality of the subject device. The subject device worked normally after replacing the output board of the subject device with a spare output board. The output value of each connector was normal at that time. In addition, the output value was also normal when the spare working element was connected to the subject device. This phenomenon occurred by the malfunction of the output board. The exact cause of the malfunction of the output board cannot be conclusively determined. Olympus confirmed the following items about the subject device. - olympus confirmed the output board of the subject device, and found a burning part. - olympus confirmed the condition inside each connector of the subject device, and found that it was dirty. - the subject device was supplied about 10 years ago. (Date of delivery: (B)(6) 2007). - the subject device has never been repaired. - the output time of the subject device was long and a load to the subject device became high because the prostate of the case was large. Olympus also checked the device history record of the subject device, and there was no irregularity found. There were no further details provided at this time. If significant additional information is received, this report will be supplemented.

Event description:
During the trans-urethral resection of the prostate with the subject ues-40s, the error cord "er02" was displayed on the front panel and the output of the subject device stopped. The user facility replaced a cord with another a cord but the subject device did not come to normal. The user facility reported to olympus that the subject device became very hot. The user facility replaced the subject ues-40s with another unspecified device and completed the procedure. The user facility reported that the output time of the subject device was long and a load to the subject device became high because the prostate of the case was large. There was no report of the patient injury other than replacing the device.